Event description:
It was reported that cgm graph was missing on pump home screen and unlock buttons appeared different after pump came out of storage mode and experienced reset, with no indication that reset was due to problem with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that pump had been in storage mode, was educated that insulin on board and maximum hourly bolus were reset to zero and that cgm sessions must be manually restarted after pump is turned off or reset, and received battery best practice tips, all of which customer understood and acknowledged; no additional information was received regarding any further outcome of event.